Event description:
During a coronary drug eluting stenting treatment procedure, damage to the taxus express2 2.75 x 24mm stent occurred. As the physician was advancing the taxus stent lesion, resistance was felt in the guide wire catheter. The undeployed stent was removed from the pt's body when it was discovered that the stent struts were sticking up away from the stent delivery system. The lesion being treated was an 80% stenotic veing grafty of the obtuse marginal. It is unk hoe the procedure was completed. There were no pt complications reported.